Event description:
Healthcare professional reported left side capsular contracture baker grade IV, and previous "capsule was released and the same implant put back in." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and capsular contracture baker grade IV.

Event description:
Healthcare professional later reported " rupture and capsular contracture baker grade I". Un-reporting capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., a.6., b.5.

Event description:
Healthcare professional reported "capsular contracture baker grade IV." Later healthcare professional reported " rupture and capsular contracture baker grade I". Healthcare professional later reported "rupture and capsular contracture baker grade IV". Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "rupture and capsular contracture baker grade I". Another healthcare professional later reported "rupture and capsular contracture baker grade IV". Record is for left side. Device has been explanted and replaced. Device is available for return.

Manufacturer narrative:
The device related to the reported event rupture, use error and capsular contracture was received on november 06, 2025, with lot number 2826894. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ use error: unable to observe this condition. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, cloudy and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "rupture and capsular contracture baker grade I". Another healthcare professional later reported "rupture and capsular contracture baker grade IV". Record is for left side. Device has been explanted and replaced. Implant has been returned to manufacturer.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. The device has been explanted.